Event description:
The surgeon attempted to implant an aq2003v silicone lens but it became stuck in the cartridge. The lens had trouble advancing and tore. There was patient contact but no injury. The facility stated it was unk as to why the lens tore. An msi-pm injector and an aq fp cartridge were used but the lot numbers were not provided by the facility.